Manufacturer narrative:
On april 05, 2023, mentor received additional information. The explantation date was updated. The patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2023. Additionally, it was indicated that the cyst was in the right breast and there was bilateral asymmetry of the breasts. As such, breast cyst is no longer applicable to this file as it is related to the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4), in the supplemental, h10 additional manufacturer narrative should have included anisomastia as the reason for device explant and/or reoperation as the breast cyst was in the right and this file is for the left breast device.

Manufacturer narrative:
On june 20, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast and a cyst in the left breast during an in-office visit with a medical professional. As a result, the patient is scheduled for bilateral removal and replacement on b)(6), 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-00553 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: breast cyst. Date of explantation: (B)(6), 2023. (B)(4).